Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. While removing a ruby coil from its protective hoop, the pusher wire became bent and was not used.